Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal clonidine, bupivacaine, and dilaudid (hydromorphone) via an implantable pump for spinal pain. The patient reported they were in the hospital and needed to get a copy of the printout of what was in their pump. The patient stated she was in between doctors. The patient stated she fell may 3rd and broke her back, had a concussion and hurt her neck. Patient states after the back surgery they gave her a shot of morphine and that night they gave her a "bunch of medication". Patient did not know what they gave her to take orally. Patient stated they were out of it for 2-3 days and they could not wake her up and ended up giving her narcan 4x ( I x of 2ml and the 3x were 3.2ml). Patient stated then for 27 hours they gave her no pain medications. Patient stated the doctors did not understand that the pump does not cover all pain. The patient stated her pump was working perfectly and the medication was perfect but the hospital thought the pump was the problem with why they could not regulate her pain medications. Patient mentioned now her bladder was not working or telling her when she has to go to the bathroom. Patient stated "for 3 days I have been waiting for pain management and a neurologist and urologist because they think the pump was giving too much medication".

Manufacturer narrative:
Correction made to include comment on medical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.